Event description:
It was reported that a preloaded eyhance intraocular lenses (iols) had particles after the lens is inserted into the eye. The particles were removed by the surgeon during viscoelastic cleanup and the patient vision is not affected. The patient status was reported as unknown. Through follow up, it was learned that the particle was easily cleared with irrigation and aspiration (I/a). The surgeon made an anecdotal comment to the sales representative while he was in the or that he was seeing the debris issue more regularly. There is no set quantity or serial numbers (sn) available at this time. It was confirmed the surgeon uses the johnson & johnson ovd (ophthalmic viscosurgical device) to prepare the lens. It is unknown how long the lens is hydrated in the dwell position before the lens is advanced. The surgeon indicated the johnson & johnson ovd is used with other lenses with no issues. The surgery went well. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/asked but not provided. Section b3: date of event: unknown/not provided. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Only provided as eyhance iol. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6).

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report: section h3 was was inadvertently not included in the previous MDR explaining section h6 investigation codes: 4114, 3221, and 67. However, the product investigation has been completed, therefore, including the investigation results instead. Additionally, inadvertently missed the follow up comment: attempts have been made to obtain missing information; however, no definitive response has been received. Additional info: additional information was received regarding what the cartridge is lubricated with and was clarified that ovd (ophthalmic viscoelastic device) is injected without bss (balanced salt solution). No other information was provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Should material be returned an evaluation will be performed and if there is any further relevant information a supplemental medwatch will be filed. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.